Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook (pch) instrument for failure analysis investigation. The instrument was analyzed and found to have a frayed grip cable at the distal idler pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Further evaluation of the pch instrument found it had a grip cable from its normal position at the distal idler pulley. Manual manipulation of the instrument hook confirmed restricted movement, as the hook could not travel through its full range due to the derailed grip cable. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the 8mm permanent cautery hook (pch) instrument was not functioning properly. The doctor informed the gears were acting weird and not moving properly. No known impact or patient consequence was reported.